Manufacturer narrative:
The affected customers were notified by the attached product safety notification. This problem can also occur in (B)(4) CT scanner. Corrected software will be sent out ot all affected customer when the software is verified and validated.

Event description:
The customer was trying to restore a patient from optical disk. The file would not transfer. The system was rebooted and the optical disk was recovered. When the patient directory was displayed, the directory showed all the same name for the files. Ex: 12345 lumbar; 54321 head; 34521 c. Spine. When the customer tried to select the head study for (B)(6) study #2, the study opened with the information for (B)(6). The file information, the actual CT slices, were correct for the (B)(6) study but the name and ss# were for (B)(6). "Both studies from the hard drive and rebooted system. When trying to recover the optical drive and the directory showed the same as above. When trying to restore study #2 again and the information was now (B)(6)."